Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Additional related information was later obtained which states that the company representative visited the facility and found that the cassette was reused. The facility started to reuse cassettes this year. The sales representative showed the back of the cassette and explained that the thermal burn may have been caused by reused cassette. The surgeon understood and indicated that there was no relationship between thermal burn and the console. The sales rep asked the facility to use the cassettes as a single use. The system is intended for use in cataract lens extraction and intraocular lens (iol) injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution (bss). This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of energy applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of bss irrigating solution. The operator¿s manual includes the warnings: use of bss irrigating fluid bags other than those approved by firm for use in the system can result in patient injury or system damage. Consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The equipment used in conjunction with the firm disposables constitutes a complete surgical system. Use of disposables other than firm disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The balanced salt solution (bss) directions for use (dfu) includes the warning: single patient use only. The contents of this bag should not be used in more than one patient. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. Preventing corneal burns during phacoemulsification, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Cassette evaluation: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. However, the investigation found the facility started to reuse cassettes this year. The customer should be reminded the directions-for-use (dfu) states the fluidics management system (fms) should be used as single-use. The most likely root cause of the customer's complaint is related to reuse of the single-use device based on the information available. The customer did not adhere to the directions for use for the device. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that patient experienced thermal burn, astigmatism and anterior aqueous humor leaked, visual acuity with the naked eye was poor for about two weeks after the surgery. Wound closure was incomplete during cataract surgery (with intraocular lens implant (iol)). Sutures was used to close wound. The surgery was completed on the same day. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).